Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the device stopped during the procedure. An angiojet® solent¿ proxi was used for a thrombectomy procedure. The device was primed and advanced into the patient. The device ran for 12 seconds and then stopped. It was noted the pump boot filled up with blood and saline. They completed the case using another of the same device. No patient complications were reported.